Event description:
The customer alleged he performed a control test and received a result of 250 mg/dl. He stated the normal control range was 107-147 mg/dl. No adverse events were alleged. The customer ended the call before any personal or product info could be obtained. No product will be returned.

Manufacturer narrative:
Based on the control range provided by the customer, it appears the customer was using a contour meter. Because the actual meter was not confirmed, it was not possible to determine the 510(k) number or manufacture date.